Manufacturer narrative:
Based on the claim against the product by the customer noting broken hinge, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have conductor wire insulation damage. The conductor wire was found to have insulation damage inside of the grip routing. Visual inspection found the wire to be exposed. The instrument grips were manually manipulated, and the instrument passed an electric continuity test on 3 of 3 attempts. There were no signs of thermal damage. Additionally, the instrument was found to have a bent grip, causing vertical misalignment of the grips. There was a 0.022¿ offset at the tips. Bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. .

Event description:
It was reported that the force bipolar instrument had a broken hinge. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.